Manufacturer narrative:
The glucose hk gen.3 reagent lot number and expiration date were not provided. The qc results were not acceptable. The alarm trace showed multiple abnormal aspiration and reagent unloader alarms. The field service engineer (fse) checked the instrument and found that the gear pump head required replacement. He also found that the wash station tubing was damaged. The fse replaced the gear pump and the wash station tubing and adjusted the wash station. Qc was within specifications. Routine testing was performed with expected results. The fse verified that the instrument was performing within specifications. No further issues were reported after the service visit. The service actions performed by the fse resolved the issue. Based on the information provided, the cause of the event was consistent with a hardware issue, where the gear pump head had reached its lifetime threshold, and the wash station tubing was damaged.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with glucose hk gen.3 assay on a cobas 8000 c702 module. Initial result: 8.40 mg/dl (accompanied by a data flag). Repeat result: 95.63 mg/dl.